Event description:
It was reported that during an unknown procedure the blue hand piece is broken. It requires to make the test again and again. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2026. D4 batch #: x94h1y. Additional information was requested and the following was obtained: they said that the test did not go through. The generator asked to do the testing over and over again. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was connected to a generator, evaluated with a test instrument, and was found to be functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. It is possible that the ingress of moisture affected handpiece functionality. No unexpected ready to pre run issues were observed at any time during the testing. Additionally, a photo was provided and they showed the device returned. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator" describes a condition where water enters the handpiece cavity during the steam sterilization process, with the primary path of ingress being the distal seal, which may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x94h1y, and no non-conformances were identified.